Manufacturer narrative:
The unit has not been returned to belmont for investigation. The hospital biomed tested the device over the course of several days and was unable to duplicate the customer complaint of smoke or an overheating alarm. We were unable to investigate the disposable set, as it was not returned for evaluation, nor was the lot number of the disposable set provided. When the rapid infuser detects a situation that is compromising effective infusion, the system stops pumping and heating, closes off the line the to the patient, sounds an audible alarm, and displays measures for corrective action. No patient injury was reported. We will continue to follow up with our distributor and the user facility to obtain additional details about the case, as well as the lot number of the disposable set. Without further information, it is difficult to determine what occurred in this incident. Should additional information become available, a supplemental report will be submitted accordingly.

Event description:
Our distributor received a complaint from the user facility and relayed the following report: "the user detects smoke odor during infuser. The biomed at the hospital was able to use the unit with no issue but will perform a full pm and functional checklist to confirm any issue." On (B)(6) 2019, our distributor provided the following additional information: "according to a doctor's description after the first few minutes of work the device gave an alert of overheating (100ml / min). A doctor changed the work rate to 500ml / min. And after a few minutes the device smoked. I ran a device at different speeds. For days. And I have not encountered any malfunction or warning."